Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels reaching over 500 mg/dl. Correction boluses were delivered to address the bg levels. A system check was performed using the current supplies and the pump performed as intended. No issues were observed with the current infusion set site. Reportedly, the customer consulted with their healthcare provider regarding potential biological factors regarding their bg levels.